Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is not available for evaluation.

Event description:
It was reported that a patient experienced an allergic reaction to essix c+ plastic material that was used by her dentist to fashion an orthodontic appliance. The patient's symptoms include sores inside the mouth, dry mouth, raw tissue inside the mouth, a rash, swollen lips and pain. The patient was treated with a lidocaine, maalox and benadryl suspension for her mouth and nystatin.